Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer wanted to document that he has experienced low blood glucose of 48 mg/dl and wanted to receive the shorter tubing for the infusion set. Customer also indicated that they were unable to upload to carelink and customer was assisted with this. No further information was provided.